Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the atrial septal defect (asd). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation with an mr grade of 3-4. Two clips were implanted successfully reducing mr to 1-2. After removal of the steerable guide catheter from the left atrium, an intra-atrial bidirectional shunt was observed due to an asd. An asd occluder was implanted to close the asd. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information reviewed, the reported patient effect of atrial perforation was likely related to procedural conditions. The reported patient effect of atrial septal defect requiring, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.